Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the jaws of the clip applier were unable to close. It was not fired, and four clips were in the clip applier, not sixteen. They used another clip applier to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photos noted: the first photo depicts the clip counter displaying the number 03. The second photo depicts the jaws of the instrument with a partially formed clip in the jaws. A definitive root cause could not be determined with regard to the reported condition. Without the physical product, a definitive root cause could not be identified. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two photos and one device. A visual inspection of the returned photos noted: the first photo depicts the clip counter displaying the number 03. The second photo depicts the jaws of the instrument with a partially formed clip in the jaws. Visual inspection of the instrument noted the presence of clips in the tube. The handle was on ratchet with a partially formed clip in the jaws. Functionally; the handle was squeezed to finish the firing cycle; the handle was binding and very hard to complete the cycle producing a partially formed clip. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur if the handle is forcefully pulled open prior to fully completing the full handle compression. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.